Event description:
This will be filed to report device entrapment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. The first clip was implanted successfully. Upon advancement into the ventricle with the second clip, the second clip immediately became caught on chordae. Troubleshooting was performed and the clip was able to be freed successfully. The physician advanced the clip once more and the clip became entangled in chordae again. Troubleshooting was performed , but was unsuccessful. Subsequently, the clip was implanted at the present grasping location and the mr was unable to be reduced. The procedure was then concluded. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the difficult or delayed positioning associated with the clip interacting with anatomy (chordae) and entrapment of device (clip becoming entangled in anatomy) was related to patient conditions (chordae rich anatomy). Image resolution poor was related to patient and procedural conditions as difficulties visualizing the clip during the procedure occurred due to anatomy and imaging quality. Unchanged mitral valve insufficiency/ regurgitation appears to be related to procedural conditions associated with clip getting entangled in chordae. Mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.